Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 179 mg/dl. However, at the time tandem technical support was contacted, the bg level had not yet lowered and a bolus was delivered. Additionally, the customer reported experiencing a low blood glucose 57 mg/dl prior to contacting cts. The customer stated does not know the possible cause of the bg level. The customer had treated with juice and no longer low at the time of the call. During troubleshooting with tandem technical support, the customer was reminded that the auto-off safety feature can be modified or turned off. Customer acknowledged.

Manufacturer narrative:
Review of pump data by tandem qa engineer showed that it was unknown when or why the customer went low.